Manufacturer narrative:
(B)(6). The subject device was received and evaluated. Device inspection and evaluation , service repair engineer noted that the user reported issue that the screen and the touch screen black out without image was not confirmed . In a follow up communication with the customer, a video of the fault (image issue) with video image showed different color tone (bar display) on the video screen was provided to service repair. The investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during preparation for use , before use (patient was not under anesthesia), screen was black and there is no output. The device was replaced with another device. The procedure was completed with no more than 15 minutes delay. There was no patient harm , no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d4, h4, h6, and h10. During device evaluation, the phenomena were not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomena based on the investigation result. A review of the device history record found no deviations that could have caused or contributed to the reported issues. It has been almost 1 year since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issues could not be determined. Olympus will continue to monitor field performance for this device.